Event description:
During the induction test performed one month after device implantation, normal data were obtained, except a charge time of 1 second. The physician is wondering whether this is a normal findings or not for a high energy shock.

Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. Conclusion: there was no anomaly in device and programmer operations. The ventricular arrhythmia was successfully detected and treated. No further action is required for that device, normal follow-up intervals should apply.